Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred frequently between (B)(6) 2025. Product was provided for investigation. An external visual inspection was performed and passed. Receiver charge and boot test was performed and passed. Functional test results was performed and passed. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over one hour frequently within the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred frequently between 2025-11-17 and 2025-11-24. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour was found frequently within the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.